Event description:
Allergan aesthetics received a report of a patient treated upper and mid abdomen with cooladvantage coolcore, lower abdomen with cooladvantage plus coolcore, arms with cooladvantage coolfit, upper back and flanks with cooladvantage coolcurve plus, additionally on flanks with cooladvantage plus coolcurve plus on (B)(6)2021, and (B)(6) 2022 developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2, a4, b3, d1, e1, and concomitant product. Concomitant product: upm [serial no.: (B)(6) (cat. No.:sa16789)]. H11: corrections - b5 and d4 [related product: (B)(6) (updated from applicator)].

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on the upper abdomen and mid abdomen with cooladvantage, coolcore applicator, on the lower abdomen with cooladvantage plus, coolcore applicator, on the arms with cooladvantage coolfit applicator, on the upper back and flanks with cooladvantage, coolcurve plus applicator, and on the flanks with the cooladvantage, petite coolcurve applicator. Treatment dates and areas: (B)(6) 2021 on lower abdomen and arms, (B)(6) 2021 on posterior and anterior flanks, (B)(6) 2021 on lower abdomen, (B)(6) 2022 on lower abdomen, (B)(6) 2022 on upper abdomen and anterior flanks, (B)(6) 2022 on upper flanks, (B)(6) 2022 on upper arm, (B)(6) 2022 on lower abdomen, (B)(6) 2022 on mid abdomen, (B)(6) 2022 on upper arm, (B)(6) 2022 on anterior and posterior flank, (B)(6) 2022 on infra-scapular area (bra flank), (B)(6) 2022 on mid abdomen and lower abdomen, (B)(6) 2022 on infra-scapular area (bra flank). The patient developed paradoxical hyperplasia (ph). Diagnosis of paradoxical adipose hyperplasia (pah) was performed by medical professional on (B)(6) 2023.

Manufacturer narrative:
Additional information: a3b, a5, a6, b5, d4, h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Medical device information: coolsculpting device 1 serial number: (B)(6), catalog number: sa16789, UDI: (B)(4). Coolsculpting device 2 serial number: (B)(6), catalog number: sa16789, UDI: (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on the upper abdomen and mid abdomen with cooladvantage, coolcore applicator, on the lower abdomen with cooladvantage plus, coolcore applicator, on the arms with cooladvantage coolfit applicator, on the upper back and flanks with cooladvantage, coolcurve plus applicator, and on the flanks with the cooladvantage, petite coolcurve applicator. Treatment dates and areas: (B)(6) 2021 on lower abdomen and arms, (B)(6) 2021 on posterior and anterior flanks, (B)(6) 2021 on lower abdomen, (B)(6) 2022 on lower abdomen, (B)(6) 2022 on upper abdomen and anterior flanks, (B)(6) 2022 on upper flanks, (B)(6) 2022 on upper arm, (B)(6) 2022 on lower abdomen, (B)(6) 2022 on mid abdomen, (B)(6) 2022 on upper arm, (B)(6) 2022 on anterior and posterior flank, (B)(6) 2022 on infra-scapular area (bra flank), (B)(6) 2022 on mid abdomen and lower abdomen, (B)(6) 2022 on infra-scapular area (bra flank). The patient developed paradoxical hyperplasia (ph). Diagnosis of paradoxical adipose hyperplasia (pah) was performed by medical professional on (B)(6) 2023. Patient indicates that ph developed in abdomen and flanks areas. Ph diagnosis occurred during liposurgery.